Event description:
Caller reported that their t:slim x2 pump battery was not charging, with the screen remaining dark and unresponsive despite various troubleshooting attempts. There was no adverse impact to the customer's blood glucose level. Technical support advised the caller to try different known working charging supplies, but the issue persisted. Consequently, a replacement tandem cable and wall adapter were dispatched with two-day shipping, with instructions that the customer should use an alternate method, mdi, if the pump battery depletes before receiving the new charging supplies. Upon follow-up changing supplies did not resolve the issue. Cts will replace w/oow loaner pump.